Event description:
It was reported that the patient's pump was replaced in 2007. At the replacement surgery, the hcp removed the morphine (50mg/ml) from the old pump and filled the new pump reservoir with it. It was approximately 11.4 mls. The new pump was programmed to infuse 6.5mg/day. The patient reported increased pain post operatively. Approximately 4 weeks later at the first refill visit post implant, the hcp aspirated 10 mls of morphine, along with "a lot of air", approximately 2 mls; the hcp did not observe any air bubbles within the aspirating syringe. In addition, when trying to refill the pump, the hcp could only fill the reservoir with 15 mls instead of 18 mls at which time the hcp experienced significant resistance, and didn't want to continue applying pressure. The hcp planned to wait and see what happened at the next refill visit. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.